Event description:
Patient reported "ruptured", "uneven contours", "wavy and irregular shape", "fluid inclusion", fluid around the endoprostheses", "heterogeneous fluid" and "small cyst". Later healthcare professional reported "pain", "change in shape and density" and "rupture". This record is for the right side. Device was explanted and replaced with another manufacturer's device. Device will not return.

Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured", "uneven contours", "wavy and irregular shape", "fluid inclusion", fluid around the endoprostheses", "heterogeneous fluid" and "small cyst". This record is for the left side. Device remains implanted.